Event description:
The investigation was concluded on the 22-jul-2020, this supplement report is being submitted to include the investigation conclusions. The date of event has been update to reflect the date the literature was published,

Manufacturer narrative:
Device evaluation the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This file was created from the journal article. "Pouw - randomized trial on endoscopic resection-cap versus multiband mucosectomy for piecemeal endoscopic resection of early barrett's neoplasia" multiple complaint files were opened as a result of this paper. This file was opened to investigate the one case of acute perforation reported. Lab evaluation ¿ n/a image review ¿ n/a document review as the rpn and lot number of the complaint device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution dt-6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use ( ifu0026-10)which informs the user about the potential complications "those associated with emr include, but are not limited to : retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause could not be determined from the available information. Medical advisor has confirmed that the device functionality did not contribute to the issue. This effects experience were the result of the procedure being performed. " this perforation was procedural related and was not the result of any device malfunction from the information available." Summary: complaint is confirmed based on customer testimony. One patient experienced an acute perforation. The patient was referred for surgery. The perforation in the patient undergoing mbm was graded as a severe complication. Because of periesophageal scarring after prior vagotomy surgery and later surgery for placement of an angelchik antireflux prosthesis, endoscopic closure of the defect was not considered feasible, and the patient was referred for surgery. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Study title: randomized trial on endoscopic resection-cap versus multiband mucosectomy for piecemeal endoscopic resection of early barrett¿s neoplasia doi:10.1016/j.gie.2011.03.1243. Origin: netherlands. Date aware: 04-mar-2020. Study details: to compare ER-cap and mbm for piecemeal ER of early barrett¿s neoplasia. This study involved 84 patients (64 men; median age 70 years) undergoing piecemeal ER of barrett¿s neoplasia. Rpn: duette multi-band mucosectomy kit cook medical, limerick, ireland). All ER procedures were performed at the academic medical center amsterdam, st. Antonius hospital nieuwegein, catharina hospital eindhoven, or the university hospitals leuven. Complaint details: an acute perforation occurred: 1 (2%) in the mbm group patient was referred for surgery. The perforation in the patient undergoing mbm was graded as a severe complication. Because of periesophageal scarring after prior vagotomy surgery and later surgery for placement of an angelchik antireflux prosthesis, endoscopic closure of the defect was not considered feasible, and the patient was referred for surgery.